Manufacturer narrative:
As reported in a research article, transfemoral transcatheter aortic valve implantation for severe aortic stenosis in a patient with prior tendyne transcatheter mitral valve replacement: expanding the boundaries of transcatheter valve therapy. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was result of case specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Literature attachment: transfemoral transcatheter aortic valve implantation for severe aortic stenosis in a patient with prior tendyne transcatheter mitral valve replacement: expanding the boundaries of transcatheter valve therapy b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transfemoral transcatheter aortic valve implantation for severe aortic stenosis in a patient with prior tendyne transcatheter mitral valve replacement: expanding the boundaries of transcatheter valve therapy", was reviewed. The article presented a case study of a 78-year-old male patient with a history of degenerative mitral regurgitation. A tendyne valve was selected for implant on an unknown date. The device was implanted. Approximately three year later, on an unknown date the patient presented with progressive congestive heart failure. Transthoracic echocardiogram (tte) showed a dilated left ventricle and low-gradient aortic stenosis. The tendyne valve was well-seated with trace regurgitation. Transfemoral transcatheter aortic valve implantation (tavi) was performed. The valve was pre-dilated with a 22mm true balloon. A 27mm navitor transcatheter aortic valve was implanted between the tendyne and aortic annulus. The patient was discharged 24 hours post-procedure. At 30-day follow-up the patient was clinically well with stable hemodynamics. [The primary and corresponding author was simon redwood, cardiovascular department, heart lung critical care group, guy¿s and st thomas¿ nhs foundation trust, london, UK.].

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: transfemoral transcatheter aortic valve implantation for severe aortic stenosis in a patient with prior tendyne transcatheter mitral valve replacement: expanding the boundaries of transcatheter valve therapy. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transfemoral transcatheter aortic valve implantation for severe aortic stenosis in a patient with prior tendyne transcatheter mitral valve replacement: expanding the boundaries of transcatheter valve therapy", was reviewed. The article presented a case study of a 78-year-old male patient with a history of degenerative mitral regurgitation. A tendyne valve was selected for implant on an unknown date. The device was implanted. Approximately three year later, on an unknown date the patient presented with progressive congestive heart failure. Transthoracic echocardiogram (tte) showed a dilated left ventricle and low-gradient aortic stenosis. The tendyne valve was well-seated with trace regurgitation. Transfemoral transcatheter aortic valve implantation (tavi) was performed. The valve was pre-dilated with a 22mm true balloon. A 27mm navitor transcatheter aortic valve was implanted between the tendyne and aortic annulus. The patient was discharged 24 hours post-procedure. At 30-day follow-up the patient was clinically well with stable hemodynamics. [The primary and corresponding author was simon redwood, cardiovascular department, heart lung critical care group, guy¿s and st thomas¿ nhs foundation trust, london, UK.].